Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. This lead was out of service and replaced. No additional adverse patient effects were reported.